Event description:
It was reported, "worn poly liner. Surgeon did poly/cup swap."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.